Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with glucose values ranging from 240 to 280 mg/dl for approximately four hours after a recent infusion set change while using the ilet bionic pancreas in the atlantic ocean and stated the device was not delivering correction doses as expected; the user announced a meal in an attempt to reduce glucose and declined further troubleshooting. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy utilization beyond a meal announcement, and no reported alarms. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed no identifiable device malfunction and a possible infusion site or delivery issue could not be ruled out due to inability to sync data or review device logs. It was concluded that the cause of the hyperglycemia was unclear and that standard recommendations were provided to change the infusion site and consider back-up therapy until data could be reviewed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.